Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings evaluation found water tightness was lost due to a crack on the control unit, a scratch on the scope cover, adhesive peeling between the light guide lens and distal end, and a scratch on the grip, the air/water cylinder was discolored, the suction cylinder was discolored, the right/left and up/down knobs were scratched, no air was fed due to clogging of the nozzle, the objective lens was cracked, the connecting tube was buckling, the light guide connector was discolored, the light guide cover glass was corroded, the universal cord was buckling, the video connector was damaged, and insulation was out of specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water function of the gastrointestinal videoscope was not working when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material exiting the air/water channel. The material was most likely residues from cleaning brush, stuck at the nozzle. The report is being submitted due to foreign material in the air/water channel found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle could not be identified and the root cause of the issue could not be determined, as no physical damage was found that could contribute to the retention of foreign matter and no customer reprocessing deviations were confirmed. Olympus will continue to monitor field performance for this device.